Manufacturer narrative:
The received pictures showed that the removed edi catheter has a missing distal part. The hosp stated that the missing part was about 5cm. And it was retrieved via endoscopy. Further info surrounding the event has been sought and the return of parts has been requested. A supplemental medwatch will be submitted when the investigation is completed. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The returned edi catheter was broken at the 10th electrode ring and in 2 pieces on return. The broken off part was 55 mm long. The edi catheter material looked unaffected and the barium strip had no damage. The break section looked like a cutting/tear. The electrode wires were hanging but all were intact, no missing pieces of electrodes or wires. The eval of medicines that were administered through the edi catheter found that they could not affect the material of the edi catheter though there was uncertainty for one of them. The edi catheter material parameters were all within the specified limits and there are no other complaints related to this batch. The investigation with the info available has not determined the true cause of the breaking of the edi catheter. There were no mfg defects or other similar complaints for this batch, no specific medicine has been determined to affect the material of the edi catheter. There is also no indication of misuse. There was no sign of material degradation. The break section looked like a cutting/tear but no possible cause has been determined. (B)(4).

Event description:
(B)(4).